Event description:
Reportedly, during incoming inspection at the distributor on (B)(6) 2019, damage was observed on the outer box of the subject lead. Preliminary analysis of the returned lead confirmed the outer box damage.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during incoming inspection at the distributor on (B)(6) 2019, damage was observed on the outer box of the subject lead. Preliminary analysis of the returned lead confirmed the outer box damage.